Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
A pre-deployment angiogram was performed prior to deployment of a 6f angio-seal sts plus. The angio-seal was deployed successfully without any difficulties for the puncture located above the inguinal ligament. The patient developed a large 7cm x 12cm hematoma while in recovery post-pci. The patient's hgb dropped from 15.0 to 11.4. The hematoma was expressed using manual compression, and the patient's groin is soft. The patient was brought back to the cath lab. The left femoral artery was accessed to perform an angiogram on the right femoral artery, which showed no active bleeding. The patient underwent a CT, and a retroperitoneal bleed was found. The patient did not receive blood and is in stable condition. The patient was discharged in stable condition the next day per hospital protocol. The physician alleged that this event was not caused by the angio-seal device.